Manufacturer narrative:
The device was not returned for evaluation. The procedure was completed as planned.

Event description:
Upon removal of the malyugin ring there was an iris tear and some bleeding occurred.